Event description:
During a remote follow-up, inappropriate therapy due to an incorrect interpretation of signal was delivered by the device. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.